Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. If further details are received at a later date a supplemental medwatch will be sent. Citation: hepato-gastroenterology 2013; 60:00-00; doi 10.5754/hge121198. (B)(4).

Event description:
It was reported in journal article: title: one layer end-to-side pancreaticojejunostomy using reinforcing suture on the pancreatic stump. Author(s): yong jin kwon, byung kyu ahn, hwon kyum park, kwan soo lee and kyeong geunn lee citation: hepato-gastroenterology 2013; 60:00-00; doi 10.5754/hge121198. The authors aimed to present a modified method of pancreaticojejunostomy using reinforcing suture on the pancreatic stump. Between jul2002 and nov2011, 52 patients (male-female ratio of 1.4; mean age sd of 63.3±11.5) underwent pancreaticojejunostomy using the modified method. Reinforcing sutures used were 3-0 vicryl and were parallel to the cut edge. There were 19 patients who developed postoperative pancreatic fistula (n=1 grade a, n=16 grade b and n=2 grade c). One patient had re-laparotomy on day 6 for anastomotic leakage of the transverse colon and had percutaneous drainage. Another patient also had percutaneous drainage. One patient developed pancreatic leakage, but refuse reoperation and died of sepsis.